Event description:
The pt contacted lifescan alleging that their fast take meter was reading inaccurately high. The pt obtained results of 186 and 138 mg/dl on the reported meter within 10 minutes of each other. The pt received no medical attention. The customer care representative walked the pt through 2 consecutive control solution test, which fell outside of the specified control solution range. Based on the failed quality control tests, there an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.